Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance at a recent appointment. There was no manipulation or trauma that would have contributed to the high impedance. The physician turned the patient's device off. Surgery is likely, but has not occurred to date. It is unknown if x-rays will be taken.